Manufacturer narrative:
No medwatch report was received from the user facility.

Event description:
Shiley received a report from counsel for the patient who advised shiley of the death of a patient following an alleged outlet strut fracture of the patient's bjork-shiley convexo-concave aortic heart valve. We have requested additional information regarding the alleged adverse event.